Event description:
It was reported there was a device ECG failure. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was never determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. H3 other text : multiple attempts made for resolution but no info received.